Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was over 600mg/dl. Customer administered a manual injection to address bg level. Reportedly, the customer changed the pump supplies to resolve the issue.